Event description:
Restenosis was found three years after the procedure.

Manufacturer narrative:
This pt presented to cath with 60% ejection fraction and 3-vessel disease was found. The first lesion treated was in the left anterior descending (lad artery of unk length and diameter. An attempt was first made with a 3.0x 33mm cypher stent which did not cross. A 2.5x18mm cypher was deployed next at 20 atm. A 2.5x13mm cypher was deployed next at 18 atm. On the following day, as part of a staged procedure, a 3.5x23mm cypher was deployed in the proximal right coronary artery at 14 atm by direct stenting. Finally, 2 2.5x13mm cypher stents were deployed at 16 atm. There was untreated disease in the distal circumflex due to marked calcification. Cardiac enzymes were within normal limits post-procedure. Approximately three years later, the patient was admitted with unstable angina. Lab values indicated the patient did not have a myocardial infarction. Control angiography showed 50% in-stent restenosis in the lad. It is not known if any how this was treated as of this writing. The patient also had additional events during the last hospitalization. It included high blood pressure treated with medication, classic macular degeneration with planned laser surgery and that the other stents were without restenosis. Please note that this product, is not distributed in the united states. However, it is similar to the untied stated distributed product. This product is also not availble for testing and evaluation. This is also one of two products associated with this event that were reported under the following manufacturing numbers 9616099-2006-00903 and 9616099-2006-00904.